Event description:
A medwatch report sent to the manufacturer states the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The customer did not repodened to multiple attempts to gather more information about the status of the device and its relation to the event.